Event description:
The hcp reported the pt was experiencing right lower extremity pain and "radiculopathy." The hcp was concerned the catheter might be pressing on the nerve at l3-l4, explanted the catheter, and replaced it. A follow up report will be sent when additional information is received.